Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that 220mg irinotecan in 276ml sodium chloride (0.9%) infusion was programmed to infuse over 90 minutes with volume to be infused 276ml. However, it was completed in 60 minutes instead. The event occurred on 26 february 2024 at approximately 12:15pm. There was patient involvement but no harm. Bd has learned additional information. It was reported by the customer (pharmacist) that "engineering (biomedical engineer) said that the channel and pump are working well. The nurses programmed the pump in a correct manner. We do not know what happened. We have said that the set may not have been loaded properly." Although requested, the customer declined to return the devices for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 220mg irinotecan in 276ml sodium chloride (0.9%) infusion was programmed to infuse over 90 minutes with volume to be infused 276ml. However, it was completed in 60 minutes instead. The event occurred on (B)(6)2024 at approximately 12:15pm. There was patient involvement but no harm. Bd has learned additional information. It was reported by the customer (pharmacist) that "engineering (biomedical engineer) said that the channel and pump are working well. The nurses programmed the pump in a correct manner. We do not know what happened. We have said that the set may not have been loaded properly." Although requested, the customer declined to return the devices for investigation.